Manufacturer narrative:
(B)(4). Device evaluated by MFR: the investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that in-stent restenosis occurred. On (B)(6) 2017, the index procedure was performed. The patient presented with critical ischemia, rest pain, and ulcers. An angiogram of the left leg showed that the left popliteal artery was found to be occluded. The left popliteal artery was atherectomized with a bsc 2.4/3.4mm jetstream xc. Pre-treatment stenosis was 100% and post-treatment stenosis was 80%. The artery was then balloon dilated with a 6mm by 200mm bsc sterling balloon. Pretreatment stenosis was 80% and post-treatment stenosis was 50% with dissection. A 6mm by 60mm innova stent from bsc was placed in the left popliteal artery. The stent was posted with a 6mm by 60mm non-bsc balloon. Pre-treatment stenosis was 50% with dissection. Post-treatment stenosis was 0%. Intravascular ultrasound was performed in the left popliteal artery and findings revealed 0% stenosis with calcification. The maximum outer wall diameter was 5mm. The procedure had improved foot perfusion and doppler signals post-intervention. Patient had a recommendation of anticoagulation with lovanox until conversion to coumadin, with referral to anticoagulation clinic. On (B)(6) 2018, the patient presented with in-stent restenosis in the left leg. A 2.4mm jetstream atherectomy system was used through the entire occluded sfa vessels to popliteal arteries with balloon angioplasty. The vessels were patent post-procedure and the patient's condition was stable post-procedure.